Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient had called to inquire about MRI eligibility. They reported that they had turned the therapy off because after making an adjustment they started to experience a pulsing that would eventually start to hurt them up the rear. The patient stated they've experienced this with 3 of their programs so far, that it would hurt after it would be on for awhile, not real bad, but enough to want to get it off, and that was why the patient didn't have the therapy on. Patient services reviewed stimulation expectations with the patient and the patient stated this began after they fell down on the neurostimulator on probably the 31st of may. The patient stated they fell against the wall and that since the fall, they've had such pain in their back and all over that would come and go. The patient stated it was "horrible." Patient services redirected the patient to their managing health care provider (hcp) to have the system checked. The patient had connected to their settings on the call and had turned their therapy on and decreased their stimulation from stimulation level of "3" to "1." Patient services also suggested that the patient could turn their therapy off until they saw their hcp but the patient stated they would leave the therapy on at "1," and that they would turn it off if it began to hurt. The patient also stated they would be reaching out to their hcp to discuss their concerns since their fall.

Event description:
Additional information was received from the patient. Patient repeated therapy issue as previously documented. Patient said they're considering on having implant removed. Troubleshooting reviewed MRI information and redirected patient to discuss removal with their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.